Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level above 700 mg/dl with an unknown cause. Reportedly, bg level caused vomiting. Bg was treated by delivering correction bolus and drinking water. The customer was instructed to consult with the healthcare provider regarding bg level.